Manufacturer narrative:
The device will not be returned as it was discarded by the customer. The cause of the vessel perforation and intracranial hemorrhage cannot be reliably determined; however, based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the second pass with the mechanical thrombectomy device, there was vessel perforation and the patient experienced an intracranial hemorrhage. The patient was receiving mechanical thrombectomy treatment for an ischemic stroke in the right middle cerebral artery. Thrombus was located in the m2. It was reported that the first pass did not reach the thrombus successfully. There was friction reported during the second pass. During this pass, the vessel reportedly ruptured and the m2 branch was sacrificed. No further information available from the customer regarding this event. The patient¿s mrs during the procedure was 3.